Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care user that while attempting to infuse insulin bolus through the listed infusion set, the user received an occlusion alarm from their insulin pump. The use replaced the infusion set and successfully delivered an insulin bolus through the set. There were no further adverse effects to user.